Event description:
It was reported that during a c-section, the staples were fired but came from the jaws straight, not the b-form. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Date sent: 10/29/2008. Non conforming cartridge weld. Evaluation summary: devices a and b were returned sterile, in good visual condition and fully functional. When tested for functionality, the devices fired and formed the staples as intended. The devices fired without any difficulties and the staples were noted to have the proper box shape. Devices c and e were returned non-functional due to an insufficient cartridge weld. When tested for functionality, the staples were ejected due to the cartridge condition. A batch record review was performed and no anomalies were found during the manufacturing process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.